Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: emergency room records note that the pt woke up unable to move or bear weight on the leg, and attempted to relocate the leg several times himself. Closed reduction procedure reports note that the pt has been admittedly noncompliant with his total hip precautions after 6 weeks. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence to is unk. W/o more info, a definitive root cause for the event described cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l info be received, it will be reopened. Zimmer, inc. Considers this investigation closed.